Event description:
The hospital reported that a leak was observed at the level of the antechamber prior to implantation. Another valve was implanted.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported info.